Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, over-sensing was noted on the right ventricular (rv) lead. The patient was brought into clinic and isometric movement were unable to reproduce the over-sensing. No additional intervention was performed and the patient will continue to be monitored. The patient was stable throughout.